Event description:
In 2008, this customer reported that the device was not functionating as expected during a case, and that there was a delay in care, but no death or serious injury. A backup battery message was noted in the status log.

Manufacturer narrative:
In 2008, the unit was evaluated. The symptom was verified. The backup battery message in the status log occurs as a result of a problem with the lithium ion battery on the control pca that holds the date and time. This would have resulted in a power supply failure message on the display. This issue would not prevent the delivery of therapy. However, since the user may be disinclined to use the defibrillator due to the error message regardless of functionality. The process pca was replaced to resolve the issue. We are considering this a malfunction of the processor pca.